Manufacturer narrative:
The device was manufactured september 6, 2016 - september 7, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photo shows some fluid in the device which suggests leak has occurred. The reported issue was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This occurred prior to patient use. The device had been filled with 5575mg fluorouracil in 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.